Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer was using the device in the AED mode. The device advised a shock, but the customer disagreed with the shock advisory decision. The involved clinicians disagreed and disarmed the energy. The symptom occurred on a patient. From the initial information, we cannot tell the status of the patient, only that this was a 'cardiac arrest patient', the device advised to shock, and the clinicians disagreed and cancelled the shock. The available information does not allow us to determine the status of the patient before or after clinical treatment. Philips has requested additional information.